Event description:
It was reported by stryker sales rep that the head end was drifting due to a faulty motor nut and the scale was inaccurate due to a faulty load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by stryker sales rep that the head end was drifting due to a faulty motor nut and the scale was inaccurate due to a faulty load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results. Customer sent parts to do repairs.